Event description:
A male patient underwent a coronary diagnostic procedure in 2009, in which the physician, trained to the mynx procedure, proceeded to use the mynx device for femoral artery closure post catheterization. It was reported that the sealant was delivered without difficulty, however, upon device removal it was noticed that the balloon was detached during the procedure. It is unclear exactly when the balloon became detached during the procedure. No further patient or procedural details were provided. Post procedure, the patient was sent for exploratory surgery. The balloon tubing was not in the subcutaneous tissue, so the surgeon proceeded to perform a cut down to the vessel and introducted a catheter. The balloon material was not retrieved. The patient reportedly tolerated the procedure well and was discharged without report of clinical sequela.

Manufacturer narrative:
The device's lot number was not provided; therefore, a lot history review could not be performed. Based on the case information provided and the investigation performed, the balloon detachment was most likely caused by a proximal bond failure succeeded by an application of excessive force during the withdrawal of the catheter through the advancer tube resulting in the balloon detachment. Use of excessive force is evidenced by imprints of the corewire on the distal end of the advancer. It should be noted that the IFU device removal step includes the following statement: "note: if unusual resistance is felt during catheter withdrawal, pull the advancer tube and balloon catheter together through the tissue tract." The root cause of the proximal bond failure could not be determined with the information provided or from the investigation performed.